Event description:
It was reported the patient had visited a clinic on (B)(6) 2014 to have their implantable neurostimulator (ins) checked. It was noted that ¿telemetry was not possible¿ with the ins at that time. The telemetry issue was reportedly experienced with a recharger, patient programmer, and physician programmer. Though it was also noted the patient¿s physician ¿did an x-ray to check electrodes,¿ the result of the test was not reported. The patient received ¿pharmaceutical treatment¿ at that time and ¿was told he had to wait for replacement for a while.¿ the patient was reportedly ¿well¿ following the checkup. Then, at the time of report it was stated the ins had ¿stopped working¿ and that ¿recharge was not possible.¿ this had reportedly also happened three months prior to report ¿due to work overload.¿ it was noted the ins had experienced ¿short longevity.¿ the patient experienced ¿leg pain and back pain¿ associated with the event and reportedly had received effective therapy ¿until the ins stopped working. It was stated that it was ¿no possible¿ to exclude the possibility of ins overdischarge as the ¿patient didn¿t recognize overheating.¿ two physician mode recharges (pmrs) had been attempted with two different rechargers prior to explant. The patient¿s ins was replaced as a result of the event. It was noted the patient¿s ins was not flipped or deeper than 1 cm under the skin and the patient had not fallen or experienced another trauma. The patient was ¿fine¿ and their ¿therapy was working well, like before the event¿ as of 12 days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins had no telemetry and no output when it was received for analysis. Telemetry was restored after two full physician mode recharges. Normal recharging was manually started after the physician mode recharges and the battery charged normally with 8 bars of coupling at 1cm spacing between the ins and recharge antenna. After a full recharge the ins passed functional testing. According to the trace report taken from the ins, the ins battery had depleted to the "sleep/lock" mode on (B)(6) 2013 and the therapy shut off. The therapy was restored on (B)(6) 2013, however, according to the parameter trend diagnostic the output was never turned on again by the patient. The battery again depleted to the "sleep/lock" mode on (B)(6) 2013. Three short recharges were done on (B)(6) 2013 and one recharge was done on (B)(6) 2013 for 1.5 hours, however, the battery voltage did not increase because according to the diagnostics, there were 0 bars of coupling on every recharge session 5-7 minutes into the sessions. The ins was never used after this and went into overdischarge. According to the trace report diagnostic this was the only overdischarge occurrence.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.